Event description:
One tower of the cardiac telemetry on the unit crashed around 6:15 am. Three pts being monitored using that tower were switched to a second tower. The remaining previously monitored pts were monitored frequently throughout the day. At approx 4:00 pm, pt was found without vital signs and was resuscitated. Pt expired two days later. Preliminary autopsy noted a large gastrointestinal bleed.